Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter states a 13.2mm tmicl13.2 implantable collamer lens -13.0/+1.5/144 (sphere/cylinder/axis) was implanted on (B)(6) 2021. Reportedly, the lens was defective, implanted then removed. A backup lens was used and no patient injury occurred.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a micro-centrifuge vial. There was residuedebris on the lens surface. Visual inspection found that the haptic was torn and there was debris on the lens. Claim#: (B)(4).